Manufacturer narrative:
Required intervention no longer applicable. No serious injury the following device code is no longer applicable to this event: (B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient developed aphasia and falling. Her neurologist wanted the spinal cord stimulator (scs) removed in order to have brain and spinal MRI studies.the lower back pain and leg pain were improved after scs implantation. "Her scs and generator were working."

Event description:
The patient reported that they had an spinal cord stimulator (scs) system removed about three years ago, it was not working anymore. The patient did not recall if it was normal battery depletion. There was a previous longevity calculation done in (B)(6) 2012 where the estimated calculation was sixteen months from date of implant. The patient assumed the complete system was removed. There was a statement that they needed an MRI so did not have device replaced. It was noted that the device stopped working three years ago. Other relevant medical history includes stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.